Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and swelling of the abdomen and feet. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to a swelling of the abdomen and feet on (B)(6) 2026. Neither of the swelling areas were pod sites. The patient tried to apply a new pod but the pod controller was not turning on despite attempts to charge it. Symptoms reported include vomiting. The patient's blood glucose levels were managed with insulin pens during hospitalization. The patient was still admitted at the time of this report. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.